Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the foreign objects in the distal end, corrosion in the objective lens, and corrosion in the forceps channel port, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of 2cm of peeled rubber from the light guide tube. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, distal end had foreign material was found. In addition, the forceps channel port and objective lens had corrosion. There was no patient involvement.